Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving several appropriate shocks for ventricular tachycardia. Review of the device data indicated there was an increase in shock impedance measurements during the delivery of therapy, however no values were found to be out of range. Oversensing of noise and changes in morphology were also noted in both untreated and treated episodes. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.